Event description:
Catheter was in use for several days before leakage was observed. The leak was found after a 96 hour dressing change. The dressing change consists of saline site prep and tegaderm dressing change. The customer discarded both samples, but reported below the wings after the dressing change. No pt injury was reported as a result of the leaking.

Manufacturer narrative:
There were two occurrences of this complaint from this customer. Please reference the following MDR for info concerning the additional occurrences: 2245270-2014-00061. Although the malfunctioning samples were not returned, the complaint was submitted to vygon (B)(4) for a thorough investigation. Vygon was unable to confirm the complaint because the catheter was unavailable for their examination. Vygon leak and flow tests every catheter before it is released for distribution. Vygon also checked the batch history record for this product and found no abnormalities. No corrective action will be implemented at this time, but this incident will be placed in our complaint system. We will continue to monitor for this type of problem.